Event description:
It was reported that during a prostate procedure @ 45,064 joules and 4:35 minutes of use "fiber tip disconnected" was observed. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed using a second fiber. There was "no patient injury" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits moderate devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface, and indications of slight melting on output window; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the outer flow tubing exhibits minor scratch marks. Probable root cause: based on the device analysis, the product complaint "fiber tip disconnected" could not be confirmed; there is no failure found with the returned product.